Event description:
It was reported that the patient last felt stimulation and last recharged about one month ago. The patient was seeing a por (power on reset) condition on both the recharger and patient programmer. The patient was advised to charge to full capacity and call manufacturer back to try and clear the por. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient did not have concerns with their device or therapy. They received assistance from their doctor or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).